Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot:10376792). Pre-dilatation was performed. The navitor was delivered to the annulus. At 80% deployment, the navitor was severely constrained. The valve had an exceptionally high ventricle-to-aortic gradient, with calcific and fibrotic tissue present. Despite an initial bav prior to valve deployment, the anatomy remained very narrow and resistant to valve expansion. The valve was recaptured and removed. A second bav was performed a replacement 25mm navitor (serial: (B)(6)) was implanted successfully. The patient remained hemodynamically stable. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve underexpansion was reported. The valve was returned to abbott for investigation and found no evidence of damage or anomalies with the stent. No tears or perforations were observed in the cuff or leaflet tissue. Functional testing was precluded due to the returned condition of the device (dehydrated valve). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the valve underexpansion appears to be related to patient condition (high ventricle-to-aortic gradient, with calcific and fibrotic tissue present). There is no indication of a product quality issue with regards to manufacture, design, or labeling.